Manufacturer narrative:
Blood loss is listed in the instructions for use. Leaks is not listed in the instructions for use. Event is still under investigation.

Event description:
An (B)(6) male underwent aaa evg on (B)(6) 2011. Leaking captor valve - approx. Blood loss 500 ml. Add'l info received (B)(6) 201: leaking captor valve upon deployment of flex body. Dilator was still in, pre-retrieval of top cap when blood was already leaking from the valve. Nothing could be done until the contralateral limb was cannulated and inserted. The top cap was retrieved and the dilator removed. Attempt was made to stem the blood loss by inserting a 9fr introducer through the valve which did not work in this case. Apart from the successfully deployed graft, no part of the device remained inside the pt. No additional procedures required at the time of event. Approximate blood loss of 500 mls. Pts vital signs were stable. Post procedure hemoglobin level will be assessed to determine if a blood transfusion is required. No adverse effects to the pt reported due to this occurrence. Update (B)(6) 2011 (reported by the product specialist): the physician mentioned that the hemoglobin dropped a little but as it was high to start with, he did not require a blood transfusion.